Event description:
Related manufacturer reference number 3006705815-2022-17183. Related manufacturer reference number 3006705815-2022-17187. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of lead b did not identify any broken wires in either of the returned segments and the lead passed a continuity check on the stimulation end segment. The terminal end segment had setscrew engagement marks that suggested that the lead had been secured properly.